Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with right ventricular lead dislodgement. Lead was explanted and replaced on (B)(6) 2020. Patient had no consequences as a result of the event and procedure.